Manufacturer narrative:
Lot - provided lot (3004082) does not match anything in cooks' system. Catalog # - unk as not provided by reporter and not confirmed by a cook product. Expiration - unk as provided lot is incorrect. (B)(4): problems with limbs is unk to be labeled as catalog number was not provided. (B)(4) - it is unk what problem with a cook device is alleged as incorrect lot and no catalog number have been provided.event evaluation: still under investigation.

Event description:
Counsel for potential claimant alleges in her letter to cook that her client has experienced problems with her right upper limb since undergoing a femoral angiogram on (B)(6) 2010. Claimant alleges a 6 fr angiogram sheath used during her procedure is responsible for her "constant pain." The lot number provided, however, does not match any of cook's records and therefore the actual catalog number could not be determined. Claimant's counsel is going to follow-up with the hospital and report back if a different lot number is located. There is no info to determine with certainty that a cook device was involved and thus an investigation cannot be completed at this time.